Manufacturer narrative:
Additional information received with the returned device: (B)(6), sex/gender: female, if implanted, give date: (B)(6) 2016. Device available for evaluation?: yes, returned to manufacturer on 07/31/2017. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The sample was evaluated. The lens returned was cut in two pieces that could be related to the explant process. Due to the condition of the lens, it could not be remeasured. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zcb00 22.0 diopter intraocular lens was explanted due to poor post-op refraction. Patient's visual acuity (va) was 20/50. Post iol exchange patient's va was 20/25. Through follow-up it was confirmed that confirms that there was no patient injury, no patient incision enlargement, no vitrectomy and no suture(s) were required. No further information was provided.